Event description:
The device was used during a gastrectomy procedure. The staples were malformed. There was no consequence to the pt.

Manufacturer narrative:
D5; h4: info is unavailable. Product code: ptr35; lot no: cjc27; batch no: mo7475; amount: 1; nature of inquiry: malformed stapels. Conclusion based upon the inquiry info and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was test fired in the lab and fired 30 conforming staples without incident. It was concluded that the instrument was conforming to design specifications. The experience the customer reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously imporve co's products.